Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during ventricular lead revision, an insulation anomaly was noted on the right atrial lead. The lead was explanted and replaced. The patients condition was good after the procedure.